Event description:
Pt reported obtaining a blood glucose result of 261 mg/dl, while using the suspect device. Pt stated that, based on this value, he delivered 5u insulin (sliding scale). Pt stated that, approximately 7 hours later, his family member found him unconscious, and phoned emergency medical services. Pt indicated that, upon paramedics arrival, pt was treated with intravenous fluids (contents not provided) and d-50, after which pt regained consciousness. Pt's current condition: ok, at home. Qc testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.